Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one bardport MRI implantable port kit was received for evaluation. Visual and functional testing were performed on the returned device. The peel-apart sheath and vessel dilator was noted to have residue. The vessel dilator was noted to be loaded into the 8.0fr peel-apart sheath. An attempt to remove the vessel dilator from the peel-apart sheath was performed and retracted without resistance. The removed vessel dilator and peel-apart sheath were noted to be bent at the distal portion. Bunching was noted throughout the distal portion of the peel-apart sheath shaft. The distal end of the sheath was noted to be deformed; no anomalies were noted on the distal tip of the vessel dilator. Therefore the investigation is confirmed for the reported deformation issue. However, the investigation is inconclusive for the reported dilator advancement issue as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, during the tunneling process the dilator allegedly did not progress due to a product defect. The procedure was completed using another device. There was no reported patient injury.